Manufacturer narrative:
The pod was received with the cannula deployed and the needle fully retracted. The cannula was examined and no damages were observed. No issues were found that would result in the pod not delivering insulin. It could not be determined if the cannula was properly inserted. The pod was found to have terminated in an hazard alarm indicated that the pod had delivered all the insulin and the reservoir was empty, a safety feature not considered a malfunction.

Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient¿s blood glucose levels reached 21.6 mmol/l (390 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient was unsure if the cannula was properly seated in the infusion site. To treat the patient's elevated bg levels, the pod was replaced with a new one.